Event description:
The fixator was applied to a distal 1/3rd tibia. Approximately 4 weeks later the pt noted a broken wire carriage. The carriage was replaced in the md's office without incident. There was no injury to the pt.